Manufacturer narrative:
Product analysis: model: 24950l, serial/lot#: (B)(6). The remote monitor was returned and analysis revealed that the it was unable to boot up; found defective secure digital (sd) card. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was on fire. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.